Event description:
Per the surgeon's report, the receiver/stimulator component of this pt's device migrated. The surgeon explanted the device in 2004. However, the device was not sent into cochlear for analysis until 07/26/2006.

Manufacturer narrative:
This type of event is addressed in the device labeling.